Manufacturer narrative:
The pt reported that he required pump setting adjustments to prevent hypoglycemia. At the time of this report, the pt had not met with his physician and the adjustments had not yet been made. The pt has continued to use the pump with no reported subsequent events. The pump has not been returned to animas for eval. If the device is returned and/or add'l info is made known, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The pt reported that he lost consciousness due to hypoglycemia; the blood glucose value at the time of the event was not known. He reported that he woke up on his own and his blood glucose was 58mg/dl. The pt stated that he treated himself with glucose tabs and other oral carbohydrates. He denied the need for medical intervention. The pt noted that he has been experiencing recurrent low blood glucose values in the mornings, he sometimes feels extra tired in the morning, and he treats himself automatically with oral carbohydrates. He stated that he sometimes over-corrects his low blood glucose and later has high blood glucose. The pt said that on another occasion he woke up with a low blood glucose (value is unk), ate a piece of cake, and rechecked his blood glucose at 300 mg/dl. Again, he said, there was no medical intervention. The pt reported that he is in the middle of revising the pump programming with his health care professional and does not allege that the pump malfunctioned. The pt declined to review the pump or the sequence of events that led to the hypoglycemic event. This complaint is being reported because the pump could not be reviewed or investigated; the cause of the hypoglycemic event could not be confirmed.